Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1302801) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
On (B)(4) 2013, aci received a copy of a maude event report (voluntary report # (B)(4)), which was submitted to the FDA by the user facility. The report stated that the date of event was (B)(6) 2013, and the date of the report was (B)(4) 2013. The following is the description of the complaint/event: "mynx closure device was placed in the body. During the process of deploying the device, the device sliced insertion sheath and expelled product." The aci sales professional was made aware of this report and was asked to clarify the information with the user facility. No further information was provided.